Event description:
According to the complainant, approximately six minutes into the procedure, a fluid alarm sounded with a 10 cc fluid loss. The physician proceeded with the case and a second fluid loss alarm sounded and a leak occured shortly after. The physician determined fluid was in the cervix and a burn occurred. The physician treated the patient with silvadene cream and was released without further issue. Follow up received confirmed the hta unit did generate an alarm as the event description indicates. A tenaculum stabilizer was used during the procedure. A small 1st degree burn was noticed in the cervix which was treated with silvadene cream. The patient is expected to make a full recovery.

Manufacturer narrative:
A visual examination of the returned unit revealed no anomalies noted except the tenaculum stabilizer slide was missing. Further analysis found the hta device functioned normally. A review of the device history record was performed, no anomalies were noted. Root cause is no problem found.